Event description:
Caller reported customer felt dizzy. Customer's device result = 313 mg/dl. Customer could not remember if they took medications. Customer called paramedics. Paramedics device = 82 mg/dl. Customer was taken to hosp and additional tests were performed. No controls were used. Device was not coded correctly. A request was made for returned product and replacement product was sent.